Event description:
A malfunction was reported with the customer's pump, leading to a high blood glucose level exceeding 500 mg/dl. The customer administered a correction injection using multiple daily injections (mdi) to address the high blood glucose level. Technical support provided information on resetting the pump; however, the malfunction code persisted, prompting technical support to arrange a replacement pump. The customer was instructed to place the malfunctioning pump in storage mode and return it using a pre-paid label. There was no report of injury, and the customer did not test for ketones.